Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections and functional inspections were performed on the returned device. The reported difficulty to deploy was not tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified superficial femoral artery. Pre-dilataton was performed with a 5.5 mm balloon catheter. An unknown size supera self-expanding stent was deployed successfully. A 5 x 150 mm supera self-expanding stent system was advanced to the lesion; however, the stent could not be fully released. The stent only partially deployed. The entire system was removed with the stent on the wire. Another stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.